Event description:
On (B)(6) 2012, the pt presented with a cold right foot and no pulses. On (B)(6) 2012 imaging showed a kink in the right iliac just below the trunk-ipsilateral leg component on the ipsilateral side of the stent. This caused the stent to clot with thrombus. On (B)(6) 2012, the physician did an intervention where a four centimeter bare metal stent was implanted in the ipsilateral limb of the trunk-ipsilateral leg component. This restored blood flow and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verififed taht this lot met all pre-release specifications.